Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead found to be dislodged. Physician decided to wait until device replacement to replace the lead. Lead was capped and replaced during device replacement procedure on (B)(6) 2016. Patient¿s condition was fine post-procedure.